Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon placing the apex hole eliminator, the inner face threaded beyond the inner wall of the cup and became recessed within the hole. The surgeon was then unable to pull the eliminator out by turning it counter clockwise. It was stuck, left in patient and locked in with liner. Surgical delay of 10 minutes noted.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.